Event description:
It was reported the rigid video scope had a b30 alarm. There was no reported harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the "up" plate of the universal cord (uc) sheath is broken, resulting in liquid infiltration, resulting in short circuit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: presence of the foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint on the electrical contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported the rigid video scope had a b30 alarm. There was no reported harm or injury.